Event description:
Event description boston scientific, crm received information that this patient experienced inhibition of right ventricular (rv) pacing due to oversensing during isometrics. Daily measurements were good and the impedance measurements were 590 to 600 ohms. The last r-wave measurement was in november 2005, and it measured at 2.9 v. The patient is 100% paced and is pacer dependent. The pacemaker was reprogrammed to an output of 4.0 v and the oversensing was no longer seen. No adverse patient effects were reported.